Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No unexpected battery power loss alarm during testing. Device received with pillowing keypad overlay. No damage found inside the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that old battery got stuck and insulin pump was shut off. The customer blood glucose level was 140 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and discontinue use of the pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.